Event description:
The ortho summit sample handling system instrument did not pipette sample and did not generate an error message. No death or serious injury was associated with this incident. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and found black sleeve in position #12 stuck in the up position. Fse removed black sleeve and cleaned tip clamp and sleeve position #12. Fse cleaned and inspected all other tip and plunger clamps. Fse verified proper alignment and calibration of x-arm. The instrument was tested without further problem and returned to expected operation.